Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump displayed an error and stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 roller pump displayed an error and stopped during a procedure. There was no report of patient injury.